Event description:
A pt (age and gender unk) underwent a therapeutic bgd procedure for treatment (hemostasis). The clinician was not able to deploy the clip due to kinking in the working length of the device. The procedure was completed successfully with another of the same device. The pt did not sustain any reported complication or ill effects as a result of the deployment issue. The pt condition was noted to be fine. Please note: there are two other complaints with the same issue reported from this facility. The user facility was not able to provide info regarding the date(s) or any further specifics of the procedure (s). Consequently, we are unable to confirm if the three events described were related or not. See attached medwatch reports: 6000048-2006-00097 and 6000048-2006-00098.